Manufacturer narrative:
A partial lead with the tip measuring 51.1cm was returned for analysis. Internal insulation abrasion breaching the re cable lumen was noted at 11.4-12.9cm from the distal tip. The etfe coating was intact at this location.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator change procedure due to normal eri, externalized conductors were observed on the lead. Intermittent capture threshold was also noted; it was unclear if it was due to user error, patient physiology, or the lead itself. No other electrical anomalies were detected. The lead was explanted and replaced. Patient was in stable condition before, during and after the procedure and will continue to be monitored.